Event description:
The customer reported that she has experienced low blood glucose levels recently. The customer then stated that she was currently in the hospital for something not related to diabetes. However her most recent blood glucose reading was 367 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer mentioned that her insulin intake has nearly tripled ever since she has been experiencing low blood glucose levels. Advised the customer to contact her health care professionals regarding the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.